Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The non-totally occluded, eccentric target lesion containing a lesion bend between >45 and <90 degrees was located in a coronary artery. A 2.50x28mm promus element ¿ drug-eluting stent was advanced to treat the target lesion. However, it was noted that the distal part of the stent was damaged while tracking down the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The outer extrusion, inner lumen and bi-component bond showed no signs of damage or strain. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The non-totally occluded, eccentric target lesion containing a lesion bend between >45 and <90 degrees was located in a coronary artery. A 2.50x28mm promus element drug-eluting stent was advanced to treat the target lesion. However, it was noted that the distal part of the stent was damaged while tracking down the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.